Manufacturer narrative:
Date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced pain at the ipg site after a fall. In turn, patient underwent surgical intervention wherein their entire scs system was explanted.